Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. At the time of the event the pump was delivering gablofen (3000 mcg/ml) at 454.7 mcg/day. In (B)(6) of 2015 the patient experienced leg stiffness and sweats, possibly related to the weather, no exercise, and a change of life. The pump was checked on (B)(6) 2016 and was still on. The patient¿s medications were increased by 5% to 478.3 mcg/day. The estimated eri (expected replacement indicator) was at 3 months. It was decided that the patient needed a new pump, so an appointment was scheduled for a larger pump. On (B)(6) 2016 the patient¿s medications was increased by 8% to 515.8 mcg/day. The patient¿s pump was not affected by the disney band, and the issue has been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity and multiple sclerosis. On (B)(6) 2016, the patient reported "being still after going to disney and using the magic bands." The patient had not discussed anything with her physician and had not had the device checked. The patient explained that she was concerned that the disney magic bands had affected her pump over the weekend. She wanted to know if the bands could affect the pump. The patient did not think the device was working and wanted to make sure that it was. The patient did not state that she was in any sort of pain. The medication in the pump, patient symptoms, actions/interventions taken, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information as well as further clarification regarding the event. If additional information is received, a follow-up report will be sent.